Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device displayed error code 570.6500. There was no patient involvement.

Event description:
It was reported that the device displayed error code 570.6500. There was no patient involvement.

Manufacturer narrative:
Additional information: returned to manufacturer on, imdrf annex a,b,c,d and g grid, device return to manuf, device eval by manufacturer, device available for eval. Omit: a1601 - device alarm system (1012), b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available, g0600101 - alarm, audible. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.